Event description:
Groshong catheter was removed in md office. During procedure, catheter fractured and traveled approx 4 inches into blood vessel but was retrieved by md before entering the heart. Md felt it had been eroded by pt's rib.